Event description:
Boston scientific received information that, during a routine follow-up, this right atrial (ra) lead exhibited pacing impedance measurements less than 100 ohms, and noise. Daily measurements indicated pacing impedance has been low for the past 6 months. Atrial and sensing were acceptable. The decision was made to reprogram to unipolar configuration because ra impedance was within range at 280 ohms, and no noise was observed. This patient was asymptomatic, and there were no reported adverse patient effects.

Manufacturer narrative:
This ra lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.